Manufacturer narrative:
(B)(4). The customer reported that the affected product was discarded. Unable to determine the cause of the customer's reported problem.

Event description:
The customer reported that during resuscitation efforts in ICU they tried to access the mp 1000c valve that is attached to a PICC port and they experienced problems connecting the male luer, from either the pump tubing or a syringe, because it repeatedly slides off the surface of the valve or, when they were able to connect a syringe or pump tubing male luer, they experienced difficulty giving IV push medications and/or giving fluids at a high rate via the pump. It is unclear if medical intervention was required as a direct result of the product problem; the patient was being resuscitated at the time of the event. This patient was reported to have "coded" 3 times, and did not survive the third code. There is no direct customer allegation that a device malfunction directly caused or contributed to the patient death. Although requested, no further patient or event details were provided.